Event description:
Siemens medical systems, inc. 4040 nelson ave, concord, ca 94520. The report states that a lower than desired dose was displayed at the accelerator console, and also at the lantis record and verify system prior to the start of treatment. The incorrect value was noticed and rejected by the operator, who then reentered the field. The correct value then appeared. It is the primary function of record and verification systems such as lantis to compare treatment parameters as they appear on the treatment screen, against the treatment prescription as programmed into the lantis pt datasbase. If displayed valued do not agree with prescribed values, treatment may not proceed unless deliberate override procedures are initiated. A thorough system inspection was performed at the user's site to determine the cause of the reported low preset dose indication. The reported symptom could not be reproduced by svc personnel. As a precaution, a circuit board which could cause such a symptom, where it could malfunction, was replaced. Since that time, the symptom has not recurred.